Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data log review shows a high number of "placement signal low" alarms that are constant throughout this day, but they also appear prior to and after this day. It is unclear if and when the patient was coughing outside of the complaint date. There were also a few impella in ventricle alarms on the day of the complaint. The optical 5s parameters showed no abnormalities during the case. No product was returned. The root cause of the optical signal issue was not determined since insufficient clinical details were provided and product was not returned. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, the placement signal was lost. The pump was successfully weaned and explanted. No patient harm was reported.

Manufacturer narrative:
H4 device manufacture date updated.